Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a hardware low level failures. The customer's blood glucose level was 95 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected reservoir and tubing messages, prime/seating anomalies, blank display anomalies or restart anomalies noted during testing. Monitored unit with the unit communicating properly with sensor tester and the sensor transmitter; the auto mode feature activated properly. No unexpected enter blood glucose messages noted during testing. Pump error 63 noted in the pump trace download due to poor solder joints at the keypad assembly. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture and peeling end cap address label.